Manufacturer narrative:
Concomitant medical products and therapy dates - the architect troponin was list number 02k41-25 and has been corrected to 02k41-27. Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, a review of service records, and a review of labeling. The customer observed an architect stat troponin-I (list number 2k41) result of 0.11 ng/ml generated by serial number (B)(4). As directed by an internal protocol for results above the customer's normal range of < 0.10 ng/ml, the sample was repeated on a second i2000sr (sn (B)(4)), and a result of 0.08 ng/ml was generated and reported. After troubleshooting the sample was repeated on both analyzers and generated results of 0.11ng/ml. No additional service or complaint tickets on the isr52169, related to discrepant patient results were found. A review of labeling showed that adequate information for troubleshooting erratic results, sample handling, and performance characteristics was provided. Based on the investigation there was insufficient information to reasonably suggest a malfunction, and a deficiency of the architect i2000sr instrument was not identified.

Event description:
The customer stated that the architect analyzer generated falsely decreased troponin-I results on one patient sample. Results provided for (B)(6) generated on sn (B)(4) on (B)(6) 2014 = initial 0.11ng/ml (normal range = <0.10ng/ml). Lab protocol is to repeat positive results on a second instrument (sn (B)(4)) = 0.08ng/ml. The sample was rerun on both instruments on (B)(6) 2014 and results generated were both 0.11ng/ml. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.